Event description:
The customer reported a malfunction that occurred on an mp5 monitor, and the device had no sound. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.